Manufacturer narrative:
H6 health effect, clinical code: code e2402 utilized; proposed second level coding - lead pulling to capture incidents of lead pulling sensation. H3. Device evaluated by MFR?, code 81, device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patent is experiencing painful stimulation around the neck and lead pulling sensation around the neck and chin when vns is stimulating. Vns settings were decrease to help with the reported events. Patient has been referred for battery replacement due to low battery and potential lead replacement due to these adverse events. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was later reported that the patient underwent generator replacement only, the reason for the replacement was due to prophylactic. The old lead remained implanted. The explanted generator is not available for return. No other relevant information has been received to date.